Event description:
Additional information was received from the consumer on 2019-dec-02 reporting that the first time it happened it showed 100% when they connected to recharge the device and then the screen went blank. The consumer removed the battery and it worked okay after they called patient services. The next time the patient got a software problem code with 1- intellis 2- 3.0 3- 243 4-qf_port. They removed the battery again and replaced it which then let the consumer charge. The patient not only felt tingling I their knees but also the top of their head since this all started it did not seem to be affecting their pain level anymore. The patient had not seen their health care provider (hcp) about this. Additional information was received from a manufacturer representative on 2019-dec-09 reporting that the patient had consistently been having recharging issues and thought it was since august 2019 but then it was noticed that information about recharging had been received in july 2018. The manufacturer representative indicated that it was a continuation of that event. The manufacturer representative saw the patient in the office the day of the call and was unable to connect the implantable neurostimulator (ins) with the recharger. It kept getting stuck on "checking recharge quality." The patient had seen various error codes and unknown rm error codes. The recharger was replaced. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical product: product ID 97755, lot# , serial# (B)(4), implanted:, explanted:. Product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient noticed the ins needed to be charged more often, stating that they used to charge every 5 days but now they were charging every 3 days. Patient confirmed she may have made increases to stim but also decreased stim depending on need for stimulation. Patient stated around the same time, patient noticed sometimes it took 3 hours to fully charge stating that they had to sit still to keep connection to the ins. Patient stated charging used to take 1.5-2 hours. Patient confirmed since patient noticed changes, charging time and frequency has remained consistent. No symptoms reported. No further complications were reported anticipated.